Event description:
It was reported that the pt experienced a return of spasticity, nausea, headache, paralysis of legs, itchy feet and blurred vision. The pt noted the symptoms began about two months ago and went to see her hcp because of the paralysis. The hcp suspected that the catheter had become dislodged from the pump. The manufacturer's representative additionally reported the catheter was suspected to have been torn as the pt was not receiving medication, but found the medication was in the subcutaneous pocket. The hcp initially performed a surgical procedure to fill the pump out of the pocket and reconnect with a new connector. During the procedure, it was suspected that the pump may have been contaminated by unsterile baclofen vials during the time the pump was on a separate table to be refilled. The hcp proceeded to replace the pump in addition to the connector as a precaution. The pt did not experience any additional adverse events besides a prolonged surgical procedure. No pt outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).